Event description:
After a physician applied fallopian tube clips on the pt's tubes. A patency test was done. The test dye showed that both tubes were apparently not occluded. Another method was used to close the tubes in addition to the clips. No pt problems were reported.